Event description:
A customer reported she received an error-4 display message on her freestyle flash blood glucose meter upon test strip insertion. The customer additionally reported she woke up in the morning and experienced symptoms of dizziness, sweatiness, nausea and soon after that she lost consciousness and had multiple seizures. The paramedics were called and the customer was reportedly treated with an unknown intravenous medication. The customer further reported she was transported to a hospital where she was diagnosed with dka (diabetes ketoacidosis) and treated with insulin and also topiramate (topamax) and phenobarbital (luminal). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.